Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6) rn. Procedure: 1. Excision of the ischemic flap, 7 x 4 cm, followed by debridement of skin, subcutaneous tissue all the way to the muscle, 10 x 22 cm. 2. Placement of wound vac [vacuum assisted closure]. Preoperative diagnosis: ischemic flap. Postoperative diagnosis: ischemic flap. Anesthesia: IV sedation plus 10 ml of 5 percent marcaine with epinephrine. Wound classification: not provided. Procedure: ¿the patient was brought to the operating room. She was scrubbed and scraped in the usual sterile fashion. The areas which had lines of demarcation was excised with a 10 blade until we got to healthy tissue and this was cauterized. The specimen was measured, it was about 7 x 4 cm. The entire wound was then opened, some fluid drained, previous drains removed, then staples were removed and the wound was debrided to the underlying muscle and subcutaneous tissue and this was packed with wound vac. The patient tolerated [sic] procedure well.¿ (B)(6) 2011: (B)(6) medical center laboratory. [Physician name was not provided.] Microbiology report. Specimen/source: renal cyst: fluid/abdominal. Collection date: (B)(6) 2011. Drainage for aerobic and anaerobic cult [culture]: no growth after 5 days. Gram stain: 0 wbc/hpf. No organisms seen. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6) rn. Procedure: debridement of the wound 15 by 25 cm x 15 cm followed by lifting flaps of the skin and subcutaneous tissue laterally on right and left and secondary closure and insertion of the wound vac (vacuum assisted closure). Preoperative diagnosis: open wound requiring secondary closure. Postoperative diagnosis: open wound requiring secondary closure. Anesthesia: general plus intravenous (IV) sedation plus 20 ml of 1% xylocaine with epinephrine. Wound classification: not provided. Procedure: ¿the patient was scrubbed and draped in the usual sterile fashion and the wound was injected with one percent xylocaine. The area of the skin and subcutaneous tissue was lifted from the fascia. The old suture was removed. On the right side, the flap which was raised was much small because the patient had a secondary kocher incision there and I was worried about causing a necrosis of the flap. On the left side, a flap was raised away laterally. I closed these with interrupted sutures of vertical mattress sutures of 2-0 ethilon. However, the mid section showed some area of some sign of ischemia in that the skin was kind of pale when the skin was pulled together so I decided to leave the mid section alone and utilized a wound vac (vacuum assisted closure) on this area. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic lysis of adhesions which took two hours of surgery followed by laparoscopic repair of multiple incisional hernias which required a 22 x 20 dual mesh graft. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/03449049, 26.0 cm x 34.0 cm x 1.00 mm] implant date: (B)(6) 2006 (hospitalization unknown) (B)(6) 2006: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: multiple incisional hernia and abdominal pain. Postoperative diagnosis: multiple incisional hernia with dense adhesions to the abdomen. Assistant: don drinkwater, pa-c. Anesthesia: general. Estimated blood loss: minimal. Postop condition: stable. Description of procedure: ¿the patient was prepped and draped in a usual sterile fashion and incision was made in the midline and the fascia was opened and hernia sac was opened and the peritoneal cavity was entered. The finger was passed and the patient had dense adhesions and these were carefully freed and then the origin trocar was inserted utilizing these. We were able to find an area in the right lower quadrant of the abdomen through which a five mm trocar was injected. These adhesions were lysed so we could place a second and third, four and eventually five mm trocars. There were dense adhesions throughout the abdomen and it took over 3 ½ hours to lyse these adhesions. At this time, the patient¿s abdominal wall was looked at which looks like a swiss cheese appearance in that it had multiple incisional hernias. I marked this on the skin and there is a 22 x 20 graft and felt that with this I would be able to cover these hernias. The dual mesh catheter was brought in and care was taken not to touch it so that we didn¿t¿ cause and bacterial contamination. This was soaked in antibiotic solution and was placed back in the peritoneal cavity and the stitches were tacked and utilized with three rows of staples to keep it in place. The edges looked very good. No sign of defect seen. At this time the trocar sites were closed with 0 vicryl and 4-0 vicryl was used to allow subcuticular closure. The wound was injected with ½% marcaine with epinephrine. The skin was closed with dermabond and the patient was taken to the recovery room in stable condition.¿ (B)(6) 2006 [assigned]: (B)(6) medical center. (B)(6) . Implant record. Diagnosis: incisional hernia. Procedure: laparoscopic incisional hernia repair with mesh. Mesh used: dualmesh plus 26.0 cm x 34.0 cm x 1.0 mm. Reference#: (B)(4) . Lot#: 03449049. Expiration date: 12/17/06. The records confirm a gore® dualmesh®plus biomaterial (1dlmcp08/03449049) was implanted during the procedure. Explant procedure: laparoscopic musculocutaneous flap laterally, lysis of dense adhesions throughout the abdomen. This took three hours of surgery, with a small bowel obstruction, omentectomy, peritoneal irrigation, removal of the previous gore-tex graft and repair of incisional hernia utilizing strattice graft, and insertion of multiple drains; resection of devitalized skin and subcutaneous tissue. Size of graft was 15 x 10. Explant date: (B)(6) 2011 (hospitalization unknown). (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent multiple incisional hernias. Postoperative diagnosis: recurrent multiple incisional hernias. Dense adhesions throughout the abdomen. Assistant: shawn colwell, rn. Anesthesia: general. Postoperative condition: stable. Indication for surgery: this patient has had incisional hernia. We tried to treat this conservatively, but the patient has continued to have discomfort. After several attempts at the operation, some of them were canceled either by the patient of [sic] because of her medical condition, eventually she got clearance and she elected to go ahead and have this repaired. Description of procedure: ¿the patient was brought to the operating room and the risks, benefits and options were explained to the patient. She was scrubbed in the usual sterile fashion. An incision was made in the left upper of the abdomen/over the chest wall. The pocket was created. With the surgical balloon in the inferior aspect of the external oblique, the camera was then placed. A 5 mm trocar was placed utilizing sonosurg. The dissection was continued to almost the level of the iliac crest, and then utilizing the sonosurg, the fascia was divided laterally and this allowed the muscle and subcutaneous tissue to move towards the middle. I then proceeded on the right side and did the same thing. Having done this, the area where the patient¿s hernia in the upper abdomen was marked and there was also another one just above the umbilicus; this was similarly marked. An incision was made and skin and subcutaneous tissues was removed. The patient was found to have several loops of bowel which was stuck to the graft, so the graft was opened. The peritoneal cavity was entered and the adhesions were lysed. The greater omentum which was stuck, was excised. Utilizing the enseal, the graft was then removed. This extended all the way down to almost the suprapubic area, so the incision had to be extended inferiorly to take the entire graft out. The fascia seemed to be pretty strong to do the repair. Because of the patient¿s previous multiple hernias we decided to use a biological graft, and therefore, the strattice graft, which was already explained to the patient and family, was utilized. A 15 x 10 graft was cut longitudinally. This gave us about 19 cm, and this was sutured in an underlying fashion posterior to the fascia. The fascia was closed over this with double looped pds and then several drains were placed in the subcutaneous tissue. All of the extra skin, subcutaneous tissue was marked and excised about 1 inches, and on both sides, to a length of roughly 20 cm, so it was basically 20 cm x 4 cm. The tissue otherwise appeared healthy. This was stapled together and a large 19 blake drain was then secured in place with 3-0 ethilon. The wound was dressed. The patient was taken to the recovery room in stable condition.¿ (B)(6) 2011 [assigned]: (B)(6) medical center. Implant record. Repair incisional hernia/component separation. Implant: strattice¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011 and (B)(6) 2011, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: gore dualmesh resulted in small bowel obstruction and adhesions of the gore mesh to small bowel requiring omentectomy and peritoneal irrigation and ultimate removal of gore mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated type of investigation; h6: updated investigation conclusions; the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.